Manufacturer narrative:
For the single reported event, the device was returned to bd and is pending evaluation, therefore, there are no investigation results available at this time. The company is still investigating the issue.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model mc1616 biopsy instrument experienced self-activation and was bent. This report was received from a single source. Of this event, the device was used on the patient but the patient was not injured. The neither the female patient's age nor weight were known. The investigation is still pending.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation identified self-activation but did not identify failure to obtain samples. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model mc1616 biopsy instrument allegedly experienced self-activation and failure to obtain samples. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as a female whose weight and age were not provided.